Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see insulin exit the infusion set tubing during the fill tubing process. Tandem's customer technical support instructed the customer to remove infusion set from the cartridge patient line and fill tubing again. Reportedly, no insulin was seen coming from the cartridge patient line. Blood glucose level was 125 mg/dl. Customer successfully changed cartridge and resumed insulin delivery.